Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An atrial fibrillation pulse field ablation procedure was completed with a farawave catheter. Following the procedure, the patient experienced pericarditis, presenting with chest pain but without evidence of pericardial effusion. The patient was treated with ibuprofen and colchicine. Diagnostic evaluations included ultrasound, transthoracic echocardiogram (tte), and transesophageal echocardiogram (tee) confirmed the absence of pericardial effusion. The device is not expected to be returned.

Event description:
During an atrial fibrillation ablation procedure, a farawave catheter was used. Following the procedure, the patient experienced pericarditis, presenting with chest pain but without evidence of pericardial effusion. The patient was treated with ibuprofen and colchicine. Diagnostic evaluations included ultrasound, transthoracic echocardiogram (tte), and transesophageal echocardiogram (tee) confirmed the absence of pericardial effusion. It is unknown if the device will be expected to return. Additional information revealed the issue resolved on 10jul2025.

Manufacturer narrative:
B5: describe event or problem - updated.